Event description:
One of the hospitals in our system received an alert urgent letter from asp on in january of 2012 stating the vacuum pump can cause an increased level of hydrogen peroxide. I have called 5 times in the past year to get the alert addressed and I have to go through stericycle for the alert process. Each time I called I got a different answer: you have the wrong letter, your company is not in the system, what letter are you talking about, you have not sent in the attached postcard. Then each time, a few days later, I would get another letter through ups. The company has been out here to perform a pm but did nothing to the vacuum pump. So last week I called again actually to asp and scheduled a service to replace the vacuum pump. No response since. It has been one year since the initial letter and not resolved.